Event description:
It was reported the pt experienced a mangle graft during surgery with an 'old' dermatome. Add'l info was requested. The customer noted serial number was unk, she was 'unsure' if there was any adverse consequence to the pt, unsure if a second graft or larger graft than planned was taken and unsure if any intervention was required. The device was reported as 'discarded' by the user facility's sterile processing department's (spd) manager.

Manufacturer narrative:
The device involved in the reported incident (was reportedly disposed of and) is not available for eval. An investigation has been initiated based on the reported info.